Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this pacemaker and right ventricular (rv) lead had observations of oversensing and low impedances less than 200 ohms. The lead was surgically capped and replaced, and the device was explanted and replaced. Additional information reported that the lead was not tested on the pacing system analyzer. No additional adverse patient effects were reported.